Manufacturer narrative:
(B)(4). For report pertinent to the ins, see manufacturer report #3004209178-2016-01535.

Event description:
Additional information received from the manufacturer representative clarified that the patient had to catheter on (B)(6) 2016. Additional information received from the rep reported that impedances were taken during the last visit and were normal. When the implantable neurostimulator (ins) was off, the shocking would go away. When turned back on, the shocking would come back after a while. The shocking was felt above where the lead was and up the back. It was there all the time so it wasn't believed to be positional. It was noted again that, while doing aerobics, she felt a pop and that was when she felt the shocking. The rep was going to obtain impedance values at a pulse width of 300. It was noted that the patient was sent for x-rays and the radiologist stated they looked fine. The shocking was felt on all 4 programs. The shocking had been felt 2 weeks after feeling the pop during aerobics. Additional information received from the rep in response to follow-up reported that impedances were checked and were found to be normal. The patient had complained of issues higher up on the back so it was thought that the shocking was not related to the device. After several attempts at reprogramming without success an x-ray was performed and it appeared the lead was parallel to the sacral nerve and had moved positions since implant. The lead was completely removed and replaced on (B)(6) 2016. After replacement, the patient was feeling appropriate stimulation and was getting therapy results.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Patient said the device was implanted for leakage, retention and bladder spasms. Patient had experienced a loss or change of therapy. She was dry all the time and was no longer having bladder spasms but was still having some issues with retention. She can go to the bathroom but still feels like she has to go more. The retention issue was always in the morning and was always when she had too much to drink the day before. Patient said in the morning she sits on the toilet and will go to the bathroom but knows there was still more urine in there because she can feel the pressure. She had to just wait awhile then go again later. She mentioned her trial was better than her current results. The device corrected her retention issue for a while. Symptoms reported were retention issues. Event date was in (B)(6) 2016. The patient later reported that she was worried she had moved her wire. The patient waited 5 weeks before resuming exercises. She was doing aerobics after that she noticed it was not pulsing in the same spot, then she had to catheterize this morning. Her hcp (healthcare provider) office told her to call the representative. Patient had experienced a loss or change of therapy. Patient put in a call to the representative and left a voicemail. Symptoms reported were pulsations felt in a different area, had to catheterize this morning. She did aerobics yesterday ((B)(6) 2016) and after that she noticed the pulses were not in the same spot. She had to catheterize on ((B)(6) 2016) the indications for use for this patient was gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.

Event description:
Additional information received from the patient reports the steps taken to resolve the retention issues in the morning was they tried reprogramming the unit. There was confirmation regarding movement of the lead/wire. Steps take to resolve the pulsing in different location was they did a revision of the lead wire and moved it to the other side on (B)(6) 2016. The patient call later to request compatibility guidelines for activities. She was supposed to lose weight. Caller mentioned her leads had to be replaced due to exercising.